Event description:
Procedure type: inguenal hernia repair. According to the reporter: does not seal when the scope is taken out. Opened another one. No other information available from materials. Packaging was discarded so lot number is not available.

Manufacturer narrative:
(B)(4). Date of initial report sent: may 23, 2014.